Manufacturer narrative:
The following battery was reported. Serial #: (B)(4), catalog #: 1650de, exp. Date: 12/31/2015, MFR. Date: 12/31/2014. Additional information received indicates that the site returned a fourth battery associated with this event. A review of the previously provided log files confirmed that this device had been associated with this patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4), mfg. Date: 12/19/2014 method - visual inspection. Analysis of data log(s). Actual device evaluated. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4); exp. Date: 12/31//2015 mfg. Date: 12/19/2014. Method - visual inspection. Analysis of data log(s). Actual device evaluated. Interoperability evaluation. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4); mfg. Date: 12/19/2014. Method - visual inspection; analysis of data log(s); actual device evaluated; interoperability evaluation. Results - interoperability problem. Conclusion - quality system deficiency. (B)(4); mfg. Date: 01/16/2015. Method - visual inspection; analysis of data log(s); actual device evaluated. Results - no failure detected. Conclusion - no failure detected, device operated within specification. It was reported that the patient was experiencing power switching events. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events due to communication errors involving (B)(4). (B)(4) did not participate in power switching events. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections and communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following batteries were reported; however, it is unknown which batteries were involved in the reported event: serial #: (B)(4), catalog #: 1650de, exp. Date: 08/31/2016, mfg. Date: 08/31/2015. Serial #: (B)(4), catalog #: 1650de, exp. Date: 12/31/2015, mfg. Date: 12/31/2014. Serial #: (B)(4), catalog #: 1650de, exp. Date: 01/31/2016, mfg. Date: 01/31/2015. Device has not been received.

Event description:
A report was received that a patient noticed early switching involving their controller and three of their batteries. These devices were exchanged with no reported patient consequence